Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing broke off from the connection. Reportedly, the tubing had disconnected close to the quick release and it pulled right out of the site. The site location was patient's arm and the pump was on the patient's hip. The infusion was used for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.